Event description:
Monitor 1 - telemetries #1, #3, and #5 synced to have the same heart rate and telemetry wave form. Pt's telemetry changed to #16, #19 and #22 on monitor #2. This showed separate heart rates and wave forms. Telemetries #11 and #12 on monitor 1 were not affected. At (B)(6), telemetries #11 and #12 synced and read the same heart rates, rhythms and ectomy. Tried to change to a different channel. No other channel was able to pick up a signal so when set to original channel the two tele readings switched. Pt on #11 had been in sinus rhythm and pt on #12 had been in a fib/rvr. Tele #12 began reading sinus rhythm and #11 began reading a fib/rvr. Reassigned new telemetry units to both patients. Stopped using on (B)(6) 2011.